Manufacturer narrative:
Radiometer have requested for data and additional information. But due to the lack of response, radiometer is unable to determine the root cause. Hence it remains unknown.

Event description:
According to the complaint, on (B)(6) 2025 a blockage occurred in the inlet tube of the abl90 flex analyzer (serial number: (B)(6). This prevented the patient's sample from being tested.

Manufacturer narrative:
Radiometer is unable to determine the root cause due to the insufficient information available. Hence the root cause remains unknown.